Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low impedances of less than 200 ohms and high pacing thresholds of greater than 5 volts. A lead revision was performed and the lead was noted to have insulation damage due to having been routed through the subclavius ligament. The lead was explanted and replaced, with the new lead being introduced through a different access point (cephalic). No adverse patient effects were reported. The lead was later returned for analysis.